Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had lost stimulation as her ipg was unable to communicate with external devices. The patient reported she had not used or charged her ipg since approximately (B)(6) 2012. It was reported the patient is consulting with her physician regarding the next course of action.